Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors such as (chronic heart failure and hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the implant patient registry approximately 6 years, 4 months, and 11 days post transfemoral transcatheter aortic valve replacement with a 23mm sapien 3 valve the valve was explanted for unknown reason, and a surgical valve was implanted. Medical records were reviewed and the operative note reported that the patient presented with severe symptomatic aortic stenosis. Under general anesthesia, the patient had a tavr valve explant. The patient's aortic valve tavr prosthesis was densely adherent inside the root and plastered to the native aortic valve and annulus. Also, their entire aortic bioprosthesis valve was severely calcified and extremely thickened with calcification extending into the annulus and left ventricular outflow tract (lvot) with narrow annulus and root. A tedious dissection was performed inside the aortic root and lvot to separate the tavr valve's stainless-steel frame from the native aortic valve and annulus using a freer elevator. The bioprosthetic aortic valve was removed after cushing the metal fame at 4 quadrants using 4 kelly clamps and sapiens transcatheter valve was carefully explanted out of the root the transthoracic echocardiogram (tte) performed the day of explant showed the left ventricle ejection fraction (lvef) was normal. The bioprosthetic aortic valve had mild central regurgitation, aortic valve (av) mean gradient of 37.2 mmhg, and aortic valve area (ava) vti of 1.3 cm2. The tte performed approximately 3 months prior to explant showed that the bioprosthetic aortic valve, av mean gradient was 36.7mmhg, and ava vti was 0.82 cm2. The tte performed approximately 4 months prior to the explant showed the lvef was 67.5%. The bioprosthetic aortic valve leaflets appeared thickened with restricted motion, had mild central regurgitation, and an av mean gradient of 25.4mmhg.